Event description:
It was reported that during a surgical procedure at the user facility the blade was moving up and down instead of side to side. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.